Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator was alarming due to a 35 volt supply failure. The customer reported the ventilator was not in use on a patient therefore was no patient involvement or harm. As the device is out of warranty, the customer contacted manufacturer's product support (pse) for assistance. The customer reported review of the device diagnostic history indicated pressure sensors failure and 35v failure occurrences which may result in a vent inop/shutdown of the device with alarm during normal ventilation operation. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Pse advised the customer to evaluate the power management pcb board and the data acquisition pcb to motor controller pcb cable to address the reported problem.